Event description:
It was reported that when the patient presented in the emergency room after receiving several therapies, post-sensed t-wave oversensing was observed on merlin.net transmission. Review of episodes noted that the patient received inappropriate high voltage therapies and inappropriate antitachycardia pacing therapy due to oversensing. Programming changes were made. No further episodes have been reported. Patient was stable. Patient will continue to be monitored.